Manufacturer narrative:
Returned device analysis confirmed that a break occurred in the hypotube. The break was located approximately 60.4 cm distal to the strain relief. Microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube at the break site. An examination of the crimped stent and balloon found no issues with their profiles that could have contributed to a restriction occurring during advancement. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. It is noted that no additional compliants have been received for this batch. No issues were identified with the device that could contribute to the complaint incident.

Event description:
Event became reportable based on investigation completed on 9/27/2006. It was reported that during a ptca/stenting procedure, the liberte' monorail stent delivery system became kinked during advancement. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'stable'.